Manufacturer narrative:
The cause of the automatt over-inflation is incorrect circulation of the air in the automatt sensor pad (mattress base) due to inner tube damage. The tpu tube (p/n nmb513) may break over time due to the extruding force of the silicone tube and the external bending force. The field action was completed on the device before the complaint, and the membranes were puntcured. When the grommet membrane is punctured following the instruction provided under field action, and the load is applied on the mattress, air will escape through the punctured membrane, reducing the risk of the automatt over-inflating and the patient falling. In the complaint at hand, the load was not applied on the mattress. The arjo technician stated that the mattress was inflated without a patient on it. This is in line with the instruction for use for nimbus 4 and nimbus professional (649933en): "do not place the patient on the mattress until it is fully inflated and normal operating pressure has been reached." In summary, the nimbus 4 mattress did not meet its specifications since the automatt sensor pad was faulty. No patient was involved when the reported issue occurred. No injury was claimed. The complaint was decided to be reportable due to the nature of failure (automatt overinflated).

Manufacturer narrative:
The investigation is ongoing. Waiting for the evaluation results. The UDI number is not available as the device was manufactured before UDI implementation.

Event description:
The customer reported that the under-mattress had a strange shape and requested a repair quotation. During the quotation, the technician noticed that the under-mattress looked like a big balloon. It was caused by a faulty automatt of the nimbus mattress and it is related to the overinflation issue. There was no indication of patient involvement, no injury was sustained.